Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with serial number label fading, keypad overlay texture damage,cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic ring at the reservoir compartment is broken and the ring of the reservoir is loose and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.